Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a knife had a dull blade during surgery. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of a dull blade therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. A photo attached to the parent complaint was reviewed by the manufacturing site. The photo is of a partial blister whereby the reported product number was confirmed, but the lot number was not visible. As a sample was not returned and no lot information is available, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).